Event description:
Clinical study. During a coronary artery drug eluting stenting procedure, stent damage occurred. The lesion being treated was a greater than 50% stenosed, less than 20 mm long, heavily calcified mid left anterior descending artery (lad). The physician was unable to cross through a previously placed taxus express2 8.8% 2.75x28 mm drug eluting stent with a taxus epxress2 8.8% 2.5x24m drug eluting stent to reach this lesion. Upon withdrawal of the stent it was found to have bent distal struts. The pt was discharged from the hospital 1 days post index procedure receiving beta blockers, ace-inhibitors, acetylsalicylic acid, thienopyridine antiplatelet, lipid lowering - statin, insulin, and diuretics.